Manufacturer narrative:
Per the t:slim x2 user guide, the recommended pump separation distance from a wifi router is 2.9in (0.073 m). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the loss of connection intermittently occurred when the customer was near a wifi router. The pump and the transmitter regained connection.